Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm was noted. The pump was received with cracked reservoir tube lip, scratched lcd window and scratched case. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 505 mg/dl. The customer treated manual injection. The customer stated that the alarm occurred during bolus. The customer stated that the alarm was recurring. The customer stated that the issue has not been resolved. The customer was advised to reconnect the tubing and perform a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer will be sent a replacement pump.